Event description:
Respiratory therapist (rt) noted drifting analyzed ino (inhaled nitric oxide) setting for patient followed by ino cell failure. The involved machine was removed from bedside and tagged for inspection. The patient was manually ventilated with ino/o2 and switched to another ino unit. No harm reached the patient. The unit is currently in biomed to be checked.